Event description:
It was reported that the surgeon implanted a 12.6 mm micl 12.6 implantable collamer lens in 2006. The lens was explanted three months later, due to inadequate vaulting and a refractive surprise. The lens was removed with no pt injury, no enlarged incision. Another micl 12.6 implantable collamer lens, different diopter, was implanted. The pt is fine and is currently seeing 20/30.

Manufacturer narrative:
A lens work order search was performed and no similar complaint was found.